Event description:
The customer reported that some alarms are not functional. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that some alarms are not functional. No pt harm was reported. The customer reported that there are some alarms that the customer know that it is normal to sound, so they press the button to suspend that alarms. When they press this button, the alarms are suspended for 3 minutes (a countdown clock appears). In this case the countdown clock those not appear and the alarms stay suspended for more than 3 minutes. Furthermore the instruction for use describes: "if alarm reminder is configured on for your monitor, you will get an audible reminder of alarm conditions that remain active after you have acknowledged the alarm. This reminder may take the form of a repetition of the alarm tone for a limited time, or an unlimited repetition of the alarm tone (this is the same as a new alarm). The alarm reminder is not available for standard, light blue inop's but for yellow and red inop's. If the alarm is not sounded, but the customer expect it, then the customer has the potential to overlook a (critical) alarm condition should it remain active after pressing the silence button. The field service engineer confirmed that the device had following configuration settings: alarm suspension: 3 minutes. Visual latching: red/yellow. Audible latching: red/yellow. Reminder: on. Remind time: 3 minutes. Keep blinking: no. Relay sens.: red/yellow/inop. Suspension reminder: off. Auto suspend: off. Therefore, the customer expected a visual/audible inop which was not shown. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.